Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of distal end (c body) has chips on the pink probe and probe glue, along with a sharp dent and light guide lens has adhesive with pinholes traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for separate issues. During the device analysis, the service center indicates that distal end (c body) has chips on the pink probe and probe glue, along with a sharp dent and light guide lens has adhesive with pinholes was found. There was no patient involvement.